Manufacturer narrative:
After concluding the investigation, a most likely root cause was identified. A high position of the plate on the mandible could be related to an increased risk of infection.

Event description:
On (B)(6) 2020 the patient underwent a surgery to remove the plates, that were used for the bilateral saggital split osteotomy, due to granulation tissue and infection.